Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-04-07. H6: investigation summary: one sample was returned by the customer and investigated under device (B)(4). It was reported the primary administration set failed the back flow testing which indicated a failed check valve component. A quality notification has been sent to the supplier, and the sample has been sent for further investigation. The supplier was able to confirm back flow. The sample passed the weld integrity and component dimension characteristics inspection. However, the sample failed the re-inspection by the a-05 automated inspection system. Disc pinch impressions were present, the diaphragm was centered, and no particulate was found on the diaphragm. Even though the failure was confirmed further supplier investigations could not determine a root cause. We will continue to track this issue and watch for any emerging trends. A device history record review could not be performed on model 2426-0500 because a lot number was not provided by the customer. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported that a as lvp 20d dehp 3ss cv had flow issues and check valve malfunction during use. The following was reported by the initial reporter: "it was reported the primary administration set failed the back flow testing which indicated a failed check valve component. Verbatim: received with this device file were disposable sets (primary administration which is ours and secondary which is non-bd). This is regarding the primary administration set failing the back flow testing performed indicating a failed check valve component. It is my understanding that clinical will need to create a file/pr for the disposables group (vernon hills) using the aware date of (B)(6) 2021 based on file report approval from my management and set is to be sent to vernon hills as well. Please advise."

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed in. And the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that a as lvp 20d dehp 3ss cv had flow issues and check valve malfunction during use. The following was reported by the initial reporter: "it was reported the primary administration set failed the back flow testing which indicated a failed check valve component. Verbatim: received with this device file were disposable sets (primary administration which is ours and secondary which is non-bd). This is regarding the primary administration set failing the back flow testing performed indicating a failed check valve component. It is my understanding that clinical will need to create a file/pr for the disposables group ((B)(6)) using the aware date of (B)(6) 2021 based on file report approval from my management and set is to be sent to vernon hills as well. Please advise."